Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). It was reported that patient was in the hospital and trying to turn the ins on. The patient had attempted to use the controller but they were not able to get the ins turned on. The caller indicated that she did not know anything about the implanted system. No patient symptoms were reported. No further complications were reported/anticipated.